Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for initial implant. During procedure, the lead was unable to be fixated into the right ventricle. After several failed attempts, the lead was not used and replaced. There were no adverse consequences to the patient.